Event description:
Customer reported unexpected negative reactions using cell #3 of panocell as a positive control when testing with anti-s. The tube method was used.

Manufacturer narrative:
The reactivity of the s antigen was confirmed on retention cell # 3 panocell-10, lot 36182. The customer did not return product for investigation testing.